Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e224 communication error was present during testing due to a shortage in the cabling. Additionally, the rubber section on the rear cover packing was found peeling off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was plugged into the processor during a procedure, and an e224 communication error appeared. According to the initial reporter, the procedure was completed using another camera without any harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the error displayed due to a cable failure. However, the specific root cause of the cable failure could not be determined at this time. Olympus will continue to monitor field performance for this device.